Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pt reported their recharger antenna (rtm) would get hot to the touch since the beginning of this summer when recharging their implanted neurostimulator (ins) and they burned their skin and had marks on their skin from the hot rtm. Pt spoke to a manufacturer representative (rep) via phone months ago in the beginning of the summer and notified them about the issue. Pt noted their rep was going to call the pt back, but never did. The patient service specialist (pss) helped the pt inspect the rtm cord, rtm plug, and controller port, but no visible damage was detected. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(4). Event date is an estimate (year valid). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the burn/burning has been resolved with the replacement recharger.

Manufacturer narrative:
H3: product ID 97755 lot#, serial# (B)(6) was returned for product analysis. Analysis found there was a recharger antenna failure and a "no device found" message was seen and there was rms voltage at the h field probe. Also, there was insulation pulling out of the rtm donut. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.